Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient administered 22 units of insulin following an unverified high blood glucose reading obtained from their meter. This resulted in hypoglycemia and loss of consciousness, requiring emergency medical intervention and hospitalization overnight. Information regarding in-hospital blood glucose levels and treatment is currently unknown.